Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars are leaking from the start. They have used both 5 mm and 12 mm instruments, but it does not make a difference. Another device was used to complete procedure. No patient consequence reported.